Event description:
Healthcare professional (hcp) reported the home pt (hp) died during hospitalization after using the homechoice cycler for apd therapy. Hcp relates that the hp was hospitalized for hyperkalemia, hypoglycemia, hypothermia, malnutrition and failure to thrive. Hcp relates that hp was lying on the floor in their home for 2 days before being hospitalized, which hcp feels is the cause of the hp's hypothermia. Hcp relates that the hp died in 2000 while hosptitalized. The cause of the hp's death was reported to hcp as being kidney failure. Hcp relates that hcp feels that the hp had tried to commit suicide by not performing their apd therapy. Hcp relates the hp had falsified therapy data, providing hcp with fictional completed therapies in an attempt to trick hcp into believing that therapy had occurred when in fact, no apd therapy had been performed. Hcp relates that hcp does not feel that any device failure or malfunction had occurred. Hcp states that hcp had examined the hp's homechoice device themselves and found that the hp was not performing apd therapy regularly. Hcp further relates that the family of the hp does not want to admit that the hp had attempted suicide and have questioned if the homechoice device was functioning properly. As a result, the hcp has requested an eval of the hp's homechoice device.